Event description:
The customer's mother reported her son's blood glucose reached 350 mg/dl less than 36 hrs after the pod was activated. Upon inspection, she noticed the cannula was no longer inserted into the infusion site.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.